Manufacturer narrative:
Per the tandem user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump's timed settings had been incorrectly entered. Tandem technical support assisted customer in correcting settings to match their healthcare provider's recommendation. The customer's blood glucose level was 219 mg/dl.